Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the collimator on the 9800 system coned down and the mag 2 setting was not working during a case. No patient injury was reported.